Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt, check therapy electrode messages) has been confirmed. Upon investigation the monitor failed an ECG baseline. Pins 8 and 9 on relay k700 were open, preventing a driven ground ECG signal and causing the reported adjust belt and check therapy electrode messages. The root cause for the defective k700 relay could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was causing frequent adjust belt and check therapy electrode messages.